Event description:
Complaint reported as: needle came off suture during use. It was discovered after wound was closed, but patient was still in the operating room. Surgical staff x-rayed patient and needle was identified within the patient. Patient surgical wound was re-opened and needle was removed. Patient condition is fine.

Manufacturer narrative:
The DHR review showed no issues or discrepancies were found which could be potentially relate to this complaint. No rejection reports were originated for this lot#. DHR shows the product was assembled and inspected according to specifications. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Tensile strength test cards were reviewed and there is no indication of functional failures. Previous and subsequent batches from 2012 and 2011 were reviewed, and there is no indication of functional failures in tensile strength. Data base of rejection reports was reviewed for this code from 2010 to 2011, and there is no indication of functional failures in tensile strength. Customer complaint cannot be confirmed due to lack of product sample. No corrective actions taken.